Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the rear pulse wire solder joint in the dn. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged belt.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the damaged belt. Device evaluation of electrode belt has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the rear pulse wire solder joint in the dn. The root cause for the strained cable was excessive force. No adverse events occurred from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages. A us distributor reported that a patient was experiencing check therapy electrode messages.